Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support assisted the caller by providing information on how to reset the pump and guided them through the process. After the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.